Event description:
The svc report shows while performing unrelated svc on the device, the mallinckrodt customer support engineer (cse) noticed that the audio alarm doesn't sound (beep) when the keyboard is being depressed. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no pt involvement.